Manufacturer narrative:
No product was returned for evaluation. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported difficulty locking the cartridge into the pump during a supply change. After troubleshooting and trying a different adapter, the user was able to successfully secure the cartridge and complete the supply change. Insulin delivery resumed. Reported blood glucose was 140 mg/dl.